Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per evaluation, no pinch or blockage was observed on the sample. The catheter could be inflated and deflated without any difficulty. No conditions were found on the sample that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]." Patient code: (B)(6). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to remove the catheter on the day of usage. The patient complained of pain after placement of the catheter. The user attempted to remove the catheter by draining the water, but the catheter was not removed. A doctor injected xylocaine into urethra of the patient, and he/she could remove the catheter finally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to remove the catheter on the day of usage. The patient complained of pain after placement of the catheter. The user attempted to remove the catheter by draining the water, but the catheter was not removed. A doctor injected xylocaine into urethra of the patient, and he/she could remove the catheter finally.